Manufacturer narrative:
Approximated based on the date the stent placement was performed. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that a wallflex fully covered biliary rmv stent was implanted in the bile duct for numerous stones extraction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. Post stent placement, on an unknown date, the patient encountered pancreatitis. There were no problems noted with the wallflex biliary stent. The patient was treated with increased fluids and pain reliever. Furthermore, the patient's overnight stay for the ercp procedure was extended for 5 days due to the pancreatitis. The wallflex biliary stent remained implanted and the physician is comfortable leaving the stent implanted. The patient's current condition was reported to be discharged. Note: it was reported that the wallflex fully covered biliary stent was to be implanted for extraction of numerous common bile duct stones. Per the instructions for use (IFU), "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures." The stent is not indicated for stones extraction.